Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further information at the time of this report.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a hip revision due to the head and bearing disassociation, consistent with intraprosthetic dislocation. The head and bearings were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110024461 lot# 404810 g7 dual mobility liner 38mm c. Cat# 650-1055 lot# 3128049 cer bioloxd option hd 28mm. Cat# 650-1064 lot# 3123237 cer option type 1 tpr sleve -6. G2: foreign ¿ japan: the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.